Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 205, 321, 277 and 260 mg/dl. The customer¿s expected am fasting blood glucose test result range is 160-170 mg/dl and expected pm non-fasting blood glucose test result is 207 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 191 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2024 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (date/time not set): result 1: 205 mg/dl, date: (B)(6), time: 01:55 pm, fasting am, result 2: 215 mg/dl , date: (B)(6), time: 12:47 am, non-fasting. Result 3: 321 mg/dl date: (B)(6), time: 08:27 am, fasting am result 4: 277 mg/dl date: (B)(6), time: 08:25 am, fasting am result 5: 260 mg/dl date: (B)(6), time: 03:40 pm fasting am.

Manufacturer narrative:
Sections with additional information as of 30-nov-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.